Event description:
It is evident that the generator nearing end of service in 2012 is not related to the patient's reported increased seizures in (B)(6) 2010. The diagnostics in 2010 revealed that eri=no. The diagnostics were first noted to show eri=yes on (B)(6) 2012, per the clinic notes. As such, the cause of the increased seizures in (B)(6) 2010 is still unknown, as attempts for additional information from the physician's office have been unsuccessful to date.

Event description:
Clinic notes were received for the patient's generator replacement surgery due to generator end of service. It was reported that the patient was taken to the emergency room on (B)(6) 2010 due to increased seizures and had two additional visits in (B)(6) 2010. It is evident in the notes that when the patient misses her medications, it results in increased seizures. It was also reported in the notes that the patient's seizure control has improved with vns. Attempts for additional information from the physician have been unsuccessful to date.